Event description:
It was reported patient had a manipulation under anesthesia due to stiffness and arthrofibrosis in knee fifty five days post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona articular surface medial congruent (mc) catalog # 42522100412 lot # 64885833. Persona all poly patella catalog # 42540000035 lot # 65089253. Persona stemmed tibia catalog # 42532006402 lot # 65032788. Refobacin bc r 1x40 us catalog # 110034355 lot # 462605. Customer has indicated that the product will not be returned because it remains implanted. Multiple MDR reports were filled for this event: 3007963827-2022-00056, 0002648920-2022-00044. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.